Manufacturer narrative:
H10, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in a hip arthroscopy w/labral repair, the surgeon implanted 4 bioraptor knotless anchors. 3 of the 4 broke. On the first implant, the inner locking plug was not sent all the way down to lock the suture. On the next two, the inner metal mechanism that sends the plug down, broke off in the body of the anchor. The surgeon was able to use a grasper to grab the metal piece, and remove it from the patient. The patient outcome is good. A delay less than or equal to 30 minutes was reported. The procedure was successfully completed with the same device. No other complications were reported.